Manufacturer narrative:
This supplemental emdr is being submitted to correct the manufacturing date: h4.

Event description:
It was reported that during a endoscopic ultrasound-guided gallbladder drainage therapeutic procedure, the needle broke off and was discovered on the floor. The needle was discarded and the procedure was completed utilizing an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental emdr is being submitted to correct the manufacturing date: 6/1/2024 h4.

Event description:
It was reported that during a endoscopic ultrasound-guided gallbladder drainage therapeutic procedure, the needle broke off and was discovered on the floor. The needle was discarded and the procedure was completed utilizing an olympus back-up device. There were no reports of patient harm.

Event description:
It was reported that during a endoscopic ultrasound-guided gallbladder drainage therapeutic procedure, the needle broke off and was discovered on the floor. The needle was discarded and the procedure was completed utilizing an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: bending load applied to the needle causing it to break. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a endoscopic ultrasound-guided gallbladder drainage therapeutic procedure, the needle broke off and was discovered on the floor. The needle was discarded and the procedure was completed utilizing an olympus back-up device. There were no reports of patient harm.